Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that her doctor changed her insulin and she needed assistance to change her basal rates. The customer's blood glucose level was 40-50 mg/dl. The customer declined to troubleshoot. No further details were provided.